Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found the tubing at pinch valve pv40 was disconnected. The fse reattached the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter hmx analyzer with autoloader. The volume of the leak was about 2 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gown, goggles and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.